Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please clarify how many devices present this issue for each product code z452g & z824g? Could you please clarify if this was a mix product issue? Could you please provide more information. He clinic purchased 1x sut pds ii 3-0 sa fs-1 27" 12ct (z452g) when they opened it there were 10 sleeves of z452g and 2 sleeves of z824g (sut pds ii 3-0 sa pc-5 18" 12ct) which they did not purchase. There was a mixture of two different types of suture in the one box they purchased. I do not believe the box is still available for return. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a box of 12 sutures has 10 correct packs of suture and 2 incorrect packs inside of the box. (Ordered z452g box 12. Box has 10 packs of z452g and 2 packs z824g). There were no adverse patient consequences reported.